Event description:
A report was received that the patient was explanted due to an infection at the midline incision. The patient originally had an infection at the pocket site that was cleared with cephalexin. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the midline incision. The patient originally had an infection at the pocket site that was cleared with cephalexin. The patient was reportedly doing well following the procedure.